Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from specifications. The implant kit was shipped on 16dec2015. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019. The patient had a suspected driveline infection and pump exchange was the ultima ratio. The patient was a chronic infection patient and was treated with multiple interventions and long term antibiotics. At the time of request, no further specific details were provided regarding the multiple interventions.